Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis and patient mistake coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was due to a patient mistake. Treatment was not reported. The patient was recovering. On an unreported date during the hospitalization, the catheter was removed and pd therapy was withdrawn. The nurse reported the event of peritonitis with culture positive for candida was unrelated to dianeal therapy. The nurse did not comment on the event of patient mistake.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11c23h25 and 10k17h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.